Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a hole in the line is a known cause of air in tubing. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during dwell one of peritoneal dialysis therapy, while the patient was connected. During the troubleshooting, it was determined that there was a small hole in the supply line. The technical service representative assisted the patient with ending the therapy and advised to re-set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.